Event description:
I am suffering from chronic, non specific peripheral neuropathy [neuropathy peripheral]. Demyelination of the peripheral nerves [demyelination]. Pins and needles in hands and feet [paraesthesia]. Muscle weakness in hands and feet (muscular weakness]. Pain in hands and feet {pain in extremity]. Loss of sense of touch in hands/inability to feel or hold small items in hands/loss of feeling in my feet and hands [hypoaesthesia]. Inability to stand for any length of time [dysstasia]. Inability to (stand for any length of time) or walk more than a short distance/inability to walk in dark [gait disturbance]. I still suffer from debilitating mobility issues [mobility decreased]. Zinc levels be so high (19.9 mcmol/l) [blood zinc increased]. Fixodent - I have been using 3-4/4-5 times a day [device misuse]. Case description: a male consumer of an unspecified age reported that he used fixodent adhesive cream, version unknown cream, 1 application, 3-4 times a day, on unspecified dates for more than 20 years, and since 1993 has experienced pins and needles, muscle weakness and constant pain in his hands and feet, loss of sense of touch in hands, inability to feel or hold small items in his hands, inability to stand for any length of time or walk more than a short distance, inability to walk in the dark (due to no sense of knowing when his feet were touching the surface or indeed what position his feet were in). The consumer had undergone nerve conduction tests, lumbar punctures and a nerve biopsy and had been advised that he was suffering from chronic, non-specific peripheral neuropathy or demyelination of the peripheral nerves, although the progress of the disease had been slow it had been constant and increasing in severity. The only treatments offered were steroids, painkillers and regular plasma replacement, once the symptoms became "unbearable". The consumer has had to go for annual hospital checkups. On (B)(6) 2012, the consumer stopped using fixodent and requested a blood test from his gp which took place on (B)(6) 2012, on (B)(6) 2013 blood tests results showed a level of 19.9 mcmol/l, a further blood test on (B)(6) 2013 showed little change. The consumer reported that since that he stopped using fixodent, his condition was improving. Relevant history: no information was provided. Concomitant medication: no information was provided. The outcome of the case was: unknown. No further information was provided. On (B)(6) 2013 a follow up email was received from the consumer reporting that he used fixodent adhesive cream, version unknown cream 1 application, 4-5 times a day, on unspecified dates for more than 20 years. The consumer reported that since he stopped using fixodent his condition has improved and he was now pain free, however he continued to experience debilitating mobility issues and a loss of feeling in his feet and hands. Relevant history: no information was provided. Concomitant medication: no information was provided. The outcome of the case was: pain in extremity - resolved, peripheral neuropathy and demyelination - improved, paraesthesia and muscular weakness - unknown all other symptoms - not recovered/not resolved. No further information was provided. On (B)(6) 2013, a follow-up email was received from the consumer stating that he had high zinc levels. Relevant history: no information was provided. Concomitant medication: no information was provided. The outcome of the case was: pain in extremity - resolved, peripheral neuropathy and demyelination - improved, paraesthesia and muscular weakness - unknown all other symptoms - not recovered/not resolved. No further information was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter therefore unable to proceed with batch retain testing or product investigation.